Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic tapp hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps were not deployed completely on the cooper's ligament although the straps could be deployed on abdominal wall properly. Another device was used to complete the case. There were no adverse patient consequences reported.